Event description:
It was reported that the white power cable on the primary system controller was broken. The system controller was exchanged due to the exposed cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the strain relief on the white power cable was confirmed via the submitted photos and testing of the returned controller. The submitted photos revealed damage to the strain relief on the white power cable which was consistent with the observations made during product testing. The system controller was functionally tested and was able to support a mock circulatory loop for an extended duration without any alarms or issues. The downloaded log files revealed routine events including typical power source exchanges and a driveline disconnect alarm on 09jan2026 which is consistent with the reported controller exchange. A root cause for the reported damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook, section 6 ¿ "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.